Event description:
It was reported that the images on the exam room live monitor were flickering. This issue may result in a degraded image quality that can prevent completion of an exam. No patient injury or death was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once investigation results are available.